Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 2 events were reported for this quarter. Product return status 2 devices were received. Additional information 2 devices were not labeled for single-use. 2 devices were not reprocessed or reused.

Event description:
This report summarizes 2 malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. - 2 events had the problem identified during a non-clinical procedure; there was no patient involvement.